Event description:
It was reported that during a laparoscopic ovarian resection procedure, the balloon burst another device was used to complete the case. There were no adverse consequences to the pt. No device returning.